Event description:
It was reported that the patient received multiple inappropriate shocks from the device due to noise on the lead. Upon further review the physician suspected a connector issue. Detections were turned off and the patient was hospitalized. Currently only crt pacing is enabled. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received multiple inappropriate shocks from the device due to noise on the lead. Upon further review the physician suspected a connector issue. Detections were turned off and the patient was hospitalized. Currently, only crt pacing is enabled. It was further reported that the lead was oversensing which occurred when pacing sites were changed via the programmer. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.